Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller stated once he looked at the chair he noted that the micro switch inside the brake housing had melted.